Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced intermittent blood glucose (bg) levels of 150 mg/dl, resulting in two seizures; cause was unknown. Customer required assistance from parent to treat bg level via glucagon injection. Contact reported that the cause of the seizures could possibly be an unrelated neurological condition; however no addition information was available regarding the issue. The customer was instructed to consult with healthcare provider regarding bg level.